Manufacturer narrative:
Device manufacturing date now provided. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On 4/14/2016 a medtronic representative, following-up at the site, confirmed there was no patient present when the issue occurred. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system unexpectedly exited. Endoscopic image was input to navigation, and the image was displayed in the lower right part of the quartered screen. After that, the button to adjust contrast of 2d was pressed, and then log-out occurred. A system re-boot restored normal function and there were no further issues. There was no patient present when this issue was identified.

Manufacturer narrative:
A review of the software logs found: one of the core files revealed that a segmentation fault occurred during a rendering call stack and caused the unexpected logout. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.